Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as the patient primed while attached.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had been attached to the pump while priming on (B)(6) 2015. No blood glucose values are provided, but it is alleged that an ambulance was called. Patient states the tubing was empty when at the time of this occurence. This event is being reported as the patient required medical assistance subsequent to priming while attached.